Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model suprarenal aortic extension a34-34/c100-o20 lot: 1056059-010 rel. Date: 9/27/2013 exp. Date: 8/31/2016.

Event description:
It was reported the patient had a procedure on (B)(6) 2013 with a bifurcated device and two suprarenal aortic extension. Upon follow-up, computed tomography revealed a separation between the proximal extension and the main body graft. On (B)(6) 2015 the physician elected to reline the graft with a suprarenal, infrarenal, bifurcated and a limb extension. Patient is stable.

Manufacturer narrative:
Based on the clinical evaluation the type 3a and 3b are confirmed. Event is not a design or manufacturing related issue. The root cause is inconclusive there is not enough information to determine the root cause. Potential contributing factors include thrombus within neck in combination with the moderate-severe angulation and possible el3b - undiagnosed at first secondary implant (near bif) most likely contributed to the explant/conversion.